Event description:
This is 3 of 3 reports linked to mfg report numbers: 3014334038-2022-00127 and 3014334038-2022-00128. A facility reported that the vantage schroeder tenaculum forceps (v930-965) was very stiff and clamped down hard on the patient's cervix causing bleeding. It was reported that there was no adverse consequences to the patient following the event.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The vantage schroeder tenaculum forceps were returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Visual/functional evaluation of the tenaculum forceps found that the unit was in used condition with the hinges stiff due to wear. The points were sharp and met specifications. No manufacturing, workmanship or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.